Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) received one endo gia* ultra universal xl stapler opened by the account without the packaging. The visual inspection of the returned product noted. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack. Pmv performed functional testing. Pmv loading unit used in testing was unit (B)(4). The instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack.

Event description:
According to the reporter: during a video assisted thoracoscopic lobectomy procedure, the surgeon wanted to staple the lung but the jaws would not close. The surgeon got a new handle and the magazine worked. No patient injury or extension in surgical time.